Event description:
It was reported by the customer's spouse (B)(6) that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 412mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.